Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, additional information was received from the distributor to report that the patient's sensor was inserted on (B)(6) 2015. No further event or patient information is available.

Manufacturer narrative:
(B)(4).